Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's cord won't retract on unit.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's cord won't retract on unit. It is unknown the circumstance of event and patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) visited the site and cord was pulled completely out and wrapped around helium tank. Replaced power cord reel ((B)(4)). Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.